Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the removal of synex ii implant revision was done due to infection. The patient presented late last year, was treated and re-presented again this year when it was decided to surgically intervene. The source of infection is unknown. The l1 cage was originally implanted on an unknown date in 2009. The surgeon removed the three piece implant and did not see the need to replace it. The surgeon also sent samples for testing. The patient also had a fusion from t12-l2 which the surgeon left in for support the segment, as well as the bony growth between the t12 and l2 segments and it was in good condition. This report is for an unknown spine device. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown spine device reported as either; (B)(4) at this it is unknown as to the exact complained device. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.